Manufacturer narrative:
(B)(4). A batch review was performed for potentially associated lot numbers gd878223, gd877290 with no defects noted. The cause of the peritonitis was determined to be use error- poor aseptic technique. The label review found the labeling adequate for the use error in this complaint. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This is a report by a nurse from the USA of the patient made a mistake, touch contamination, did not clean the exchange area before starting peritoneal dialysis (pd), and peritonitis with culture positive for staphylococcus in an approximately (B)(6) patient coincident with dianeal pd4 ultrabag and extraneal viaflex therapies. On an unreported date, the patient began treatment with dianeal pd4 ultrabag and extraneal viaflex (doses, frequencies, lot numbers not reported) intraperitoneally (ip) for pd. During a call with baxter customer service, the patient's nurse reported the following information. On an unreported date, the patient made a mistake, experienced touch contamination and did not clean the exchange area before starting pd. On (B)(6) 2010, the patient developed peritonitis. The patient was not hospitalized for the peritonitis. On an unreported date, the peritonitis was treated (treatment unspecified) "during a blood transfusion" (as reported). It was not reported if dianeal and extraneal therapies were ongoing. On an unreported date, the patient recovered from peritonitis. The outcome for the event was not provided. Concomitant medications were not reported. Per the nurse, the peritonitis with culture positive for staphylococcus was unrelated to dianeal and extraneal therapies. A causality statement was not provided for the patient made a mistake, touch contamination, and did not clean the exchange area before starting pd.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 2 of 2 involved in this peritonitis event.